Event description:
It was reported that this inflatable penile prosthesis was removed as the right cylinder would not deflate causing the implant to not fully deflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.